Event description:
It was reported that the patient presented for follow up, complaining of not feeling well since implant. Upon interrogation, the left ventricular lead exhibited loss of capture. The device was reprogrammed and the patient would be monitored.

Event description:
New information states that the lead continued to exhibit unacceptable thresholds. The lead was turned off.